Event description:
During an endoscopic brow lift procedure, while attempting to insert the screw, the head of the screw broke off. No broken fragments fell into the patient. Surgeon used a different screw to complete the procedure with no further problem, no harm to patient.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.